Manufacturer narrative:
Investigation pending. Add'l lot # 243934.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 2.8 (strip lot #247451). Date: (B)(6) 2011, 5.0 (strip lot #247451), 3.9 (strip lot #243934). Caller also reported low inratio result. However, it was confirmed by the laboratory. Results as follows: date: (B)(6) 2011, inratio: 1.9, lab: 1.9. Pt had a lovenox injection on (B)(6) 2011 due to the low inr reading, which was confirmed by the lab. Pt's therapeutic range: 2.5-3.5 inr.